Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2352-50 serial: (B)(4). Description: linear 3-4 lead, 50cm model: sc-1132 serial: (B)(4). Description: precision spectra implantable pulse generator model: sc-4316 lot: 18769479 and 18798167. Description: next generation anchor kit-sterile it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. Patient experienced a fever. Patient was reportedly doing well post-operatively. The physician assessed the infection to be procedure related.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. Patient experienced a fever. Patient was reportedly doing well post-operatively. The physician assessed the infection to be procedure related.